Manufacturer narrative:
Medical records have been received and are being reviewed. The plant investigation is ongoing. A supplemental report will be submitted at the conclusion of the investigation.

Event description:
A peritoneal dialysis pt reported that dialysis solution was leaking out of the cassette and into the cycler during treatment. The origin of the leak could not be identified. The pt was admitted to the hospital and diagnosed with peritonitis on (B)(6) 2013 (48 hours following the event). Reportedly, the pt's peritonitis has since resolved and the pt's current treatment method is hemodialysis.